Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow-up. During interrogation, inappropriate mode switch episodes were noted. Farfield r-wave oversensing was observed on the atrial lead. No intervention was performed at this time. The patient was in stable condition.